Manufacturer narrative:
H6: investigation summary. 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Pictures for the returned sample was sent to manufacturing. The investigation was performed based on the photos provided. Four photos of (1) 0.3ml bd insulin syringe from lot# 9337437 were provided. The customer reported about needle/shield separation from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted for out of spec shield pull. Root cause: shield difficult to remove; this nonconformance may cause the needle assembly unit to not snap fit onto the barrel. Capa1630423 has been opened to address this issue.

Event description:
It was reported that an unspecified number of syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel. The customer has experienced this issue in more than 3 syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel. The customer has experienced this issue in more than 3 syringes.